Manufacturer narrative:
The reported event of long charge time was confirmed. A review of the device image showed that the device timed out during capacitor maintenance. The high voltage capacitors were analyzed, and internal damage to one of the capacitors was found. The damaged high voltage capacitor caused the extended charge time.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in the emergency department after receiving vibratory patient notification. Upon review, the implantable cardiac defibrillator exhibited capacitor charge time limit reached episodes. The device failed the capacitor maintenance test. On (B)(6) 2020, the implantable cardiac defibrillator was explanted and replaced. Patient was stable.